Event description:
It was reported that a malfunction occurred on the pump, identified with the code malf 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer by providing instructions to reset the pump and helped complete the reset process.